Event description:
It was reported that during a cephalic vein angioplasty procedure, a balloon rupture and balloon detachment occurred. The target lesion was located in the cephalic vein. A dt/10-4/5.8/75 ultra-thin diamond balloon catheter was used for dilatation within an unspecified stent. Upon inflation to 18 atms, the balloon ruptured circumferentially and the entire balloon detached from the catheter shaft. The detached balloon was successfully removed with a snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail. Device evaluated by MFR.: a visual examination of the returned device identified that a complete circumferential tear had occurred in the balloon material. The tear was located at approx 6mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear detached from the catheter and was received in a plastic container. A microscopic examination of the balloon tear site could not identify any issues which could have caused the balloon tear. An examination of the distal markerband found that the distal markerband was positioned at the proximal edge of the tip. A microscopic examination of the inner shaft found that the shaft was stretched and a clear impression of where the distal markerband had been positioned originally was visible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the dfu states "do not exceed rated burst pressure." (B)(4).

Event description:
It was reported that during a cephalic vein angioplasty procedure, a balloon rupture and balloon detachment occurred. The target lesion was located in the cephalic vein. A dt/10-4/5.8/75 ultra-thin diamond balloon catheter was used for dilatation within an unspecified stent. Upon inflation to 18 atms, the balloon ruptured circumferentially and the entire balloon detached from the catheter shaft. The detached balloon was successfully removed with a snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).